Event description:
Reported due to pseudoaneurysm. Patient developed hematoma to right groin status post catheterization. They also developed a decreased hemoglobin and hematocrit. In addition, their blood pressure decreased two times. Right groin ultrasound and abdominal pelvic CT done. Patient was discharged to another facility for normal transfer. The hematoma was resolving at time of transfer. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Although multiple attempts have been made, no additional pt information was provided.

Manufacturer narrative:
The device was not returned for evaluation, but the lot number was provided. The device history record was reviewed and there were no observations that were relevant to this investigation. We were not able to establish a root cause based on the available info.